Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom " 'door not fully latched' alarms", determined to be caused by cracks in the threaded insert boss in the front case assembly, which mount the pumping mechanism into the case. The cracks allow separation between the front case and mechanical assembly, resulting in excessive force to close the door, resulting in door not fully latched alarms. The front case assembly was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed "door not fully latched". It was also reported that there was no pt involvement.